Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information : the procedure was completed successfully with 30 minutes delay. There was fragments generated from the broken device. Without any additional intervention most of fragments are removed easily but tiny piece of metal debris of the proximal nail tip is in patient body observed intra-op. Other than extra effort to reinsert the nail and re ream the humerus canal, no other medical intervention is needed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> part: 04.017.285s. Lot: 4l57404. Manufacturing site: mezzovico. Release to warehouse date: 04. July 2019. Expiry date: 01. June 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: concomitant devices reported: unk-nail, part number(s): 04.017.285s, lot number(s): 4l57404, quantity:1 unk-mallet, part number(s):, lot number(s): quantity:unk.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D11: concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on nov. 25, 2020, that the patient underwent for a surgery. During the surgery, in insertion time, when the surgeon tried to insert the nail and mallet, the tip of the proximal nail end was broken. The procedure was completed, and no patient harm was observed. Concomitant device reported: unk.; nail: (part# unknown; lot# unknown; quantity: unknown). Unk.; impaction inst: hammer/mallet: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 7mm ti multiloc humeral nail left/cann/285mm-sterile. This report is 1 of 1 for (B)(4).